Event description:
It was reported that uni-directional oversensing was observed on both the right atrial and ventricular leads during a remote transmission. No oversensing was noted on retransmission. No intervention was taken, with followup to be conducted in one month. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.